Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab leak suspected was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that when the iab was inserted into the artery, it became bent. Then when the iab was connected to the pump, it was found to be ruptured. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00519.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the iab was inserted into the artery, it became bent. Then when the iab was connected to the pump, it was found to be ruptured. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00519.